Event description:
Spontaneous communication from patient's nurse who reported the pump malfunctioned during infusion, said there was a downward occlusion when there wasn't and said 0ml was infusing even though medication was being infused. There were no missed doses and no side effects reported. The nurse just requested to have a replacement pump for the 3 remaining doses for the patient's curtent cycle. The pump is on hand for return to the manufacturer. Frequency: infuse 24 gm [240 ml) intravenously daily for 5 days every 6 weeks. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.